Event description:
Report received of an unrequested bolus delivery. The device was returned to the biomedical engineering department with an unsigned note that stated, "delivering bolus without request." There was no tracking information available in order to obtain specific patient or event detials. There was no reported adverse patient event. Though requested, no further information was available.